Event description:
The customer states that when he started to put the device in, the catheter was broken and it was too short for the bolt.

Manufacturer narrative:
The customer returned one oxygen probe cc1.sb (lot 020407, (B) (4)) and an im1 introducer (without im1 bolt screw). The probe arrived without the protective sleeve. Visual inspection of the catheter: the catheter tube was found cut at approx. 85mm from the luer connector. The separated probe tip (approx. 65mm) was missing. Due to the extensive damage to the probe, a plausibility check was not possible. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.